Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm issue was verified, but the alleged minimum fill notification issue could not be verified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer¿s blood glucose level was 140-160 mg/dl. Customer reverted to an alternate method of insulin therapy.